Event description:
An implantable pulse generator (ipg) and one lead were returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died approximately (B)(6) post implant of the system (B)(6) ago.

Manufacturer narrative:
Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. In addition the proximal conductor had blood/body fluid (not obstructing), the outer insulation was breach cut, there was apparent explant damage and there was blood in/on the helix mechanism. (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.